Event description:
The lay user/pt contacted lifescan in 2006 alleging that her one touch basic enhanced meter would no power on. The senior med affairs spec mailed a letter since the pt could not be reached by telephone. The pt claimed that the meter stopped powering on and she was unable to test starting 2006 through the next 5 days, 2006. She did not attempt to test with the reported meter. The pt made an appointment with her physician. She described feeling dizzy during the time of concern. The result obtained at the physician's office. The pt has been unable to test since then. No further info was provided. The customer care advocate (cca) verified that the batteries were correctly installed and the battery was replaced less than 1 yr ago. The cca discovered that the battery contacts were broken/loose. The pt was asked to press the button and the meter did not power on. The meter, check strip, and control were replaced. This complaint is being reproted since the meter would not power on, the pt was unable to test, developed symptoms, and received insulin treatment.